Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek inrange meter serial number (B)(4) compared to a chronometric laboratory methodology. The patient's laboratory result was 1.34 inr. Within three hours, the patient's meter result was 2.0 inr. The patient's therapeutic range was 2-3 inr. The patient's testing frequency was requested but not provided.

Manufacturer narrative:
The test strips were requested for an investigation, however, the test strips were not available for return. Replacement product was sent. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." For limitations of procedure, product labeling states, "testing has confirmed that pt/inr test results are not affected by: low molecular weight heparins (lmwh) up to 2 iu anti-factor xa activity/ml." Occupation is patient/consumer.